Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube. Fragments were not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps (pf) tips were bent. The pf instrument could not be removed. No fragment fell into patient. The customer used a backup pf instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the pf instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool during the procedure. The instrument jaws were bent with no other damage. No fragment fell into the patient. The instrument was removed with the cannula together. No port incision enlargement was performed. The procedure was delayed about five minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following information: after removing the prograsp forceps instrument and the cannula together (outside the patient¿s body) the tip of the instrument, which was not returned, was broken on purpose to remove it from the cannula. That was why the tip was not returned back to isi.

Event description:
Refer to h10/h11 for follow-up information.